Manufacturer narrative:
As received, a complete lead was returned in one piece with helix found stretched and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil inside the connector region was overtorqued and the helix was stretched consistent with procedural damage. Unable to perform helix mechanism/extension length test due to the condition of the helix, as received. The cause of the helix mechanism issue was isolated to the overtorqued inner coil and helix being stretched and clogged with blood/tissue. The report events of unacceptable threshold and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a follow-up, increased capture threshold and decreased sensing were observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. While attempting to reposition the rv lead, the helix was unable to extend. A new rv lead was successfully implanted to resolve the event. The patient was stable.

Event description:
Additional information was received that oversensing was observed on the lead due to the dislodgement.